Event description:
It was reported that a patient¿s implantable neurostimulator (ins) hadn¿t worked for five years. It was unclear if the ins was depleted or there was some other issue. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3093-28, lot# j0349213v, implanted: (B)(6) 2005, product type lead. (B)(4).